Event description:
Posey received voluntary medwatch 4100060000-2014-8008, which reported that while attempting to restrain a large, uncontrolled pt with four point restraints, the lock did not stay locked and another restraint had to immediately be placed. More info received from the customer was that while the bariatric pt was in use with the restraint, the lock itself would not stay in the locked position. As a result, the pt was able to break free of the restraint. Customer also reported the pt was very combative. The restraint was very old. There were no injuries to the pt or caregivers as a result of the incident.

Manufacturer narrative:
Correction to the model # reported on the user voluntary medwatch, correct model # in use is 2792. Correction to the lot # reported on user voluntary medwatch, correct lot number is 124 which is a julian date of may 05, no year was assigned when this particular device was manufactured. Evaluation - results: inspection of the pair of restraints indicates that the product is very old; the julian date format on the label indicates that it was made on 05/05. However, a year format was not used at the time this product was made. Inspection confirmed that this restraint was made more than thirty years ago. The metal buckle on one of the restraints does not lock as intended when in use with the strap. The other single restraint metal buckle can be locked and unlocked without having an issue. Once the metal buckle of the other restraint is completely locked, it does not unlock without using the posey key. The label ribbon has a serial number (B)(4) indicating that the product is an older model. The wash label has torn off. There is fraying material on one of the straps. Lint on the hooks and loops. The age of this device and the pt conditions contributed to this issue. (B)(4).